Manufacturer narrative:
Pump received with partially broken, reservoir tube missing o-ring, reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 258 mg/dl. The customer stated piece broken off on reservoir compartment. The customer woke up with reservoir out of pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.